Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for high impedance out of range for the rv coil and superior vena cava (svc) coil. The lead was suspect of a fracture in the high voltage coils. The patient was scheduled for a lead revision. The lead remains in use. No patient complications have been reported as a result of this event.